Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing. Additionally, the device battery was depleting faster than the physician expected, and the physician indicated that there was a 'real problem with battery longevity.' The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6933 implantable tachy lead - (B)(6) 1995; 0049 competitor implantable tachy lead - (B)(6) 1999; 6984m implantable adaptor - (B)(6) 2011; 5076 implantable pacing lead - (B)(6) 2011; 4196 implantable pacing lead - (B)(6) 2011. (B)(4).